Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary;a device history record review could not be completed for this complaint as the lot provided is 'unknown.' To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging blister and the plunger rod-rubber stopped disassembled from the syringe barrel. A visual inspection was performed and no defects, damages or imperfections were observed. The plunger rod-rubber stopper was assembled to the syringe barrel to test for leakage and the sample passed. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Although this investigation was not able to reproduce the symptom reported by the customer, bd has transitioned from 60ml to 50ml syringes to mitigate the leakage defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. We were not able to reproduce the symptom reported by the customer; anyway, our company has transitioned from 60ml to 50ml to mitigate the symptom reported by the customer.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience pak experienced leakage. The following information was provided by the initial reporter: material no.: 309680 batch no.: unknown. It was reported that blood was drawn up in a 60cc syringe, when the syringe was attached to the tubing for priming blood started leaking around the plunger of the syringe.